Event description:
Device 2 of 2, reference MFR report: 3008829311-2017-00554. Additional information received indicated an infection was not present.

Event description:
Device 2 of 2. Reference MFR report: 3008829311-2017-00554. The patient has 2 leads (from the same lot) implanted. It was reported an infection was suspected at the drg implant site. Surgical intervention may take place at a later date to remove the system.